Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 600 mg/dl. The customer¿s blood glucose level was 390 mg/dl at the time of incident and the current blood glucose level was 229 mg/dl. Customer experienced no symptoms related to high blood glucose. The customer was treated with insulin pump. Based on customer¿s report customer does not allege pump was under delivering. The customer was able to perform high pressure test. The customer was wearing the insulin pump within 48 hours of reporting high blood glucose event. The customer also reported that the insulin exited at the tubing. The insulin pump will not be returned for analysis.